Event description:
Pt was placed in beach chair position and pad was placed on the bony prominence of the scapula, same side as surgery site. The pt suffered a 1st degree burn on scapula from the ground pad. It was reported that the pt was obese. The customer used the valley lab rem poly # e7507.